Event description:
On (B)(6) 2012, the customer reported to customer service that on (B)(6) 2012 she noticed that the transformer for her breast pump power supply had a slight crack in it, through she continued to use it. Then, on (B)(6) 2012 when she went to use it, the entire transformer was split open, exposing the inner electronics. She indicated that she never dropped it; "it just spilt on its own." No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not see any melting, fire, smoke or sparking but confirmed that the transformer housing cracked in half so that all underlying wires and electronics are exposed. When asked, she indicated that she "has absolutely no idea how the housing became cracked. I know that it was never dropped." She also indicated that no injuries were sustained as a result of the issue and that she would return the product. As of the date of this report, the product has not been received. A breach in the transformer housing is a safety risk. The product involved in the complaint was not returned for testing/analysis. The unit is (B)(4) certified and, as such, has been tested for impact and dropping. No conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product will continue to be monitored for similar issues.